Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is alleging that pump isn't delivering insulin accurately. She advises that on 4 occasions over the past 10 days her blood glucose levels have risen up to 24.6 mmol/l. No adverse event alleged. A request was made for the return of the device.